Event description:
Administering chemotherapy desensitization to patient. Tubing was pre-primed by chemo pharmacy and arrived without liquid present in the bag. Green caps applied x3 to ports on tubing. During administration of first bag of chemotherapy (50ml over 30mins) liquid noted to be on floor next to patient's bed, infusion stopped. Leak identified, appearing to be coming from port under green cap on tubing. On assessment green cap screwed on appropriately. Md, pharmacist, charge rn, and asst. Manager notified, and chemo spill cleanup performed. No chemotherapy reached patient's skin, only the floor, and a chemo spill kit was obtained.